Event description:
The event is reported as: when the doctor threw the capio suture to the right sacrospinous ligament, the capio was aligned correctly but when it was fired it did not catch on the grate. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.